Manufacturer narrative:
A ge service representative performed an onsite investigation. The service rep replaced the hard drive and reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unplugged during shutdown process which caused a corruption of the software. No pt injury was reported.